Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter had developed a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2017, 12:00pm and has been ongoing since. The patient manages his diabetes with a combination of medications including humalog and novolog. He was unable/unwilling to say if he made any change to his usual diabetes management routine. The patient stated that 2-3 days after the alleged issue began he developed symptoms of ¿leg broke out with blisters and sores with puss, which turned black and got scars¿. He stated that on (B)(6) 2017, 10:15am he attended his doctor and had his blood tested, he was unable to recall the result but felt it was okay. The doctor provided the patient with antibiotics and referred him to a diabetic specialist. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient inserted a new test strip the meter did not power on. However, when he pressed the power button the meter did power on. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.